Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000579, product ID: bi71000579, serial/lot #: (B)(6), UDI#: (B)(4); product ID: bi71000740, product ID: bi71000579, serial/lot #: (B)(6), a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned atp board. It was installed in a test system and the system did not initialize and was constantly beeping. The generator did not ready. H6: b01, c19 and d15 apply to the system checkout. B01, c02 and d02 apply to the returned atp board product ID: bi71000579, lot # s2044qjq rev. A. B17, c20 and d15 apply to the concomitant products: bi71000579, serial/lot #: (B)(6), bi71000740. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that an alarm sound occurred when the image acquisition system (ias) started, so it did not start up. The device started up normally after several reboots, but when attempting to take an image to check the screw, the pendant displayed "booting."after restarting, imaging was possible. There was no impact to patient's outcome.